Event description:
A physician has had five occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. To date, facility has not received the particular details relating to this specific control number.

Event description:
3/10/2000...additional info: co received the completed adverse reaction report form from dr. With the additional details. Phaco surgery date 1999 right eye. Pt was diagnosed with a severe intraocular infection 11/15/1999. No prognosis info was provided.